Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The reported device returned for evaluation. Visual inspection noted liquid permeation into the sidearm port of the check-flo body which is indicative of the hub separation while the device was being prepped for use. Additionally revealed, the hub is separated. The flare was folded on one side. The flare was measured to confirm adequate size. The correct cap and check-flo body were also applied. The cap was found to be of adequate size. No other notable damage was documented. With the present information a definitive root cause is undetermined.

Event description:
It was reported, upon opening the package, it was noted that the check flo valve was separated from the sheath. Prior to patient usage, no additional details have been received.

Manufacturer narrative:
Additional evaluation was performed beyond that which was provided in the initial report. A review of the complaint history, device history record, and photographic inspection of the returned device was conducted during the investigation. The returned complaint device has been destroyed; however, photos of the returned device were examined for further evaluation. Review of the photos confirms the initial investigation that the device was separated at the proximal fitting to the flared tubing connection. The flare appeared to be appropriately sized and was folded on one side, but the cause of the folding could not be confirmed. There was a clear, colorless liquid noted in the sidearm port of the device; however, this liquid does not appear to be blood or bodily fluid. There was no noted blood or biomaterial on the device which supports the customer statement that the noted device failure occurred prior to patient contact. The original visual inspection is found to be appropriate for the photographic evidence review. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Measures have been conducted to address this failure mode. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.